Manufacturer narrative:
A lens work order search was performed. No similar complaints were found. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, -11.5 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a similar size and diopter lens due to a lens tear/break during injection/delivery into the eye. The problem was resolved. Patient post-op best corrected visual acuity was 20/40 on (B)(6) 2017.